Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer mentioned that the insulin pump had unexpected restart alarm, external ram error alarm and watchdog timeout alarm in the alarm history. The customer's blood glucose was 523 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm, signal too low alarm, line on screen due to blank display. No audio beep anomaly or vibration anomaly noted. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.